Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2011. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Crystalline arthritis [crystal arthropathy]. Swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2011 from an orthopedic surgeon regarding a (B)(6) female pt, (B)(6), with a medical history of gonarthrosis and osteoporosis. The pt started the synvisc series on (B)(6) 2011 and the third injection was (B)(6) 2011. A few days later, swelling developed at the site of gonarthrosis. A 20-30 cc of joint fluid was aspirated by puncture, the fluid was dense, opacity yellow. On (B)(6) 2011, approximately one week after the last injection, the site "calmed down" and alleviated. The reporting physician assessed the event as serious and definitely related to synvisc. The physician considered the event was crystalline arthritis. Concomitant medications included alfacalcidol, start date (B)(6) 2008, 1.0 ug qd, sodium risedronate hydrate start date (B)(6) 2008, 17.5 mg, qw; ketoprofen, and diclofenac sodium, start date (B)(6) 2008, 50 mg. No further info was provided. Additional info was received on (B)(6) 2011 from the reporting physician. The pt's initials were unk. The event of arthritis was reported as serious. The outcome was unk. No further info was provided.